Event description:
Customer reported that a pt underwent an open, incisional/ventral hernia repair procedure with proceed mesh implant. The pt presented with erythema in 2008; three weeks following the procedure. The pt was prescribed levaquin, 500mg, once a day for one week. The attending surgeon indicated that the event was procedure related.

Manufacturer narrative:
Infection occurred - conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.